Event description:
This was a lead extraction case to remove 2 lv leads, one non-functional and one dislodged. The procedure was performed in the ep lab with surgical backup and a pericardiocentesis tray available. The first lv lead (1 year old) was removed without the use of the laser. The second lv lead (70 months old) was prepped with an lld. The lead was adhered in multiple places; a 14fr sls was used through binding sites. Lld and laser counter traction at the os of the coronary sinus were used to free up the lead. Within 30 seconds, hypotension was recognized. Heart border imaging was done and confirmed effusion and pericardial tamponade. Within 15 minutes a perivac kit was opened, and a pericardiocentesis was initiated, but unsuccessful because the pericardium was clotted and minimal blood was removed. The CT surgeon was called, the pt was transferred to the cvor and within 30 minutes, while CPR was being performed, a sternotomy was performed. A hole was found on the back of the heart at the junction of the cs ostium and floor for the right atrium. The repair was completed and the pt was stabilized.